Event description:
It was reported that an interlink system continu-flo solution set that was ¿coming apart.¿ the malfunction occurred at the junction where the male luer meets the manifold. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned; therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up medwatch will be submitted.